Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case the exact cause for the embolization into the ventricle could not be confirmed. However the minimal leaflet calcification may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure a 23mm sapien xt valve was implanted a little low (30/70 aortic/ventricular) and after approximately 10 minutes the valve embolized into the ventricle. Attempts were made to pull the valve back into the native annulus with a balloon; however each time the valve would slip back into the ventricle. A second 23mm sapien valve was introduced and partially inflated within the embolized valve. Both valves were pulled into the native annulus and the second valve was then fully deployed. The final position of the valve was 60/40 a/v with trace central regurgitation and no paravalvular leak. The patient¿s native annulus measured 19mm by 22mm on CT with no native valve, native leaflet, or native root calcification.